Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2019. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, to date the intraocular lens is still inserted in the patient eye. An explant is planned; however, not scheduled as yet. Phone: unknown, not provided/ (B)(4)/ device evaluation: product testing could not be performed because the product was still in the patient's eye. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor performed a cataract surgery with implant of a symphony multifocal intraocular lens (iol) in the patient's right eye. Reportedly, the lens was implanted three (3) weeks ago. Post-op results: refraction was -2.5 from the first day after surgery, until today, 3 weeks post op ((B)(6) 2019). The eye examination shows no explanation, in particular did not present accumulation of fluid or viscoelastic behind the lens. After a follow-up, it was decided that removal/explant and replacement of the lens will be planned soon, due the fact that the patient could not suffer the situation anymore. It is hard for the patient to get used to the new post refractive situation. No further information was provided.